Event description:
It was reported that there was a motor stall and it was unknown if it recovered. Replacement was planned for (B)(6) 2015. A medical intervention regimen was provided to avoid further underdose symptoms. The patient also had pain. Diagnostics included checking the logs. The issue was not resolved and the cause of the issue was not determined. The pump system was being used to infuse hydromorphone, and clonidine.

Event description:
Additional information received reported that during the motor stall, the patient did not feel any other specific symptoms besides the pain.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump (sn: (B)(4)) found gear train anomalies; corrosion and/or wear and/or lubrication and the stall was due to shaft-bearing.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).